Event description:
Caller reported a cracked/ shattered touchscreen is unresponsive and illegible. There was no reported adverse impact to the customer¿s blood glucose level. Customer reverted to an alternate method of insulin delivery.